Event description:
Pt in the o.r. Undergoing removal of gallbladder. A valleylab bovie esu unit with a wolf monopolar cord was used for cauterization. At first attempt unit appeared to not work, power was increased from 35 to 40, flames were noted on cord approximately one inch from connection. Unit was removed, turned off. Replacement unit and cord were used. No burns to pt or surrounding drapes. Remainder of case was uneventful. Wolf monopolar cord # 8106.034 or 9, number difficult to make out.